Event description:
The device was returned for a faulty air compressor. The device alarmed at startup, and it was observed the air compressor took excessive time during its charge attempts. The device failed pneumatic hardware testing for negative recharge. A new air compressor was installed, and the device subsequently passed pneumatic hardware testing.

Event description:
The following has been reported: biomed reported: problem: pump problem no active infusion has been stopped and no patient harm reported. Pump has been cleaned and inspected thoroughly. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.